Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Plastic particles were observed on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp customer reported that there is plastic fragments in the tube. The following information was provided by the initial reporter. The customer stated: the customer reported that fm (plastic fragments) were in the blood collection tube.